Event description:
In 2006, patient was admitted to rehabilitation center for after care and intensive inpatient rehabilitation including physical therapy, occupational therapy, speech therapy related to covey for surgery for resection of a meningioma. Due to history of falling, impulsive behavior, and impairment of cognitive status, patient was placed in an alleged posey 1334 key lock belt while in bed. The following day, after patient was put into bed, patient fell and stuck his head. It is believed that the fall exacerbated patient's head injuries and contributed to patient's death two days later.

Manufacturer narrative:
Co was notified of event as part of lawsuit that patient's family brought against the rehabilitation center. Co was notified 16 months after incident occurred. Co has requested information via plaintiff's attorney and the information reported is all co has received to date. Co will report additional information as it is available.